Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the mfg site for analysis but has yet to be received. If the sample is received and if significant info is identified from the sample analysis, a summary will be provided in a supplemental report.

Event description:
Customer reports that after intubating the pt in the ICU, they detected very low pressure in the cuff. Customer reports they changed the tube because of pressure leak and replacement was required.